Event description:
Siemens artis zee fluoro system collimator communication failure during cardiac cath procedure, procedure interrupted, patient moved to alternate procedure room for completion of case. No adverse events resulted.